Event description:
There continue to be reports of x-ray light beam diaphragms becoming detached during use, occasionally leading to pt injury. Advice is given highlighting the steps that can be taken to reduce the likelihood of such incidences occurring. The mda continues to receive reports of lbd's becoming detached in use. Different mfrs use different designs to attach the lbd to the tube. Some have add'l safety features to prevent the tube becoming completely detached. The failures can be related to care, maintenance and occasionally misadventure. The attachment of the lbd should always be checked during a planned preventative maintenance svc as there is a potential for serious injury if an lbd becomes detached.